Manufacturer narrative:
This report is being filed under exemption (B)(4) for arjohuntleigh, inc. (B)(4) on behalf of the MFR arjo (B)(4). Add¿l info will be provided upon conclusion of the MFR¿s investigation.

Event description:
This equipment was voluntarily tagged out for service by the customer. An arjohuntleigh tech inspected the unit and found lift chassis damaged. Chassis has a blown out side causing lift to be unstable and tilting when using on resident. The tech advised the customer that lift must stay out of service and should not be used due to the safety issue a damaged chassis.